Event description:
It was reported that an insulation break was noted under fluoroscopy while implanting the atrial lead during a device upgrade procedure. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.